Event description:
It was reported that during a ptca treatment procedure, the physician felt resistance while he was moving the maverick 2.0/20 mm balloon over the pt2 moderate support guidewire to dilate a lesion in the mid right coronary artery. A taxus 3.5/28 mm stent was placed over the wire and successfully deployed at the lesion site. While attempting to deliver another taxus stent distally, the physician encountered resistance on the pt2 wire. He removed the entire system from the pt and tested the wire over the taxus stent balloon. He could see a step up on the wire and feel an increase in friction as well. This event recurred when he used a balloon over the wire a third time. He changed to a new pt2 wire and could use the same taxus 2.5/8 mm stent without a problem. He then used another taxus 3.0/20 mm stent with the same wire and again some resistance and friction could be felt. He was able to deliver and deploy the taxus stent to the target lesion with some extra force. No pt injuries or complications were reported. Same case as MFR's report # 6000130-2004-00117.